Event description:
Clinical study. It was reported that 370 days after a carotid artery stenting procedure, in-stent restenosis was discovered. The target lesion was located in the bifurcation right common carotid artery, with an 80% stenosis and was 28mm long with a reference vessel diameter of 5mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30 mm nextent. Following post-dilatation there was 20% residual stenosis. Nih stroke scale performed the next day was 1, and the patient was discharged. At 370 days after the index procedure, the patient had an ultrasound. This ultrasound occurred during the patient's 12-month follow-up visit, and revealed in-stent restenosis at 49%.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.